Manufacturer narrative:
The device was returned and evaluated. Pacing and high voltage lead impedance values were tested and within normal range. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported sensing anomaly could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During a right ventricular (rv) lead replacement, the ICD was also replaced due to normal eri. During the replacement procedure, the hex wrench could not engage the set screw and the lead could not be removed from the header. The patient is stable following the procedure.